Event description:
Boston scientific received information that during a device change out procedure, this lead was surgically abandoned due to no capture at maximum output. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.